Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support to ask how to stop ilet without pausing or turning off, and was advised that pausing would be the appropriate method to maintain cgm data; the user subsequently reported high blood glucose after reconnecting an infusion set, noted infusion site pain, removed the set, and proceeded with an infusion set change. Symptoms included hyperglycemia and infusion site pain. Outcomes included user self-management with infusion set replacement; no hospitalization or alarms were reported. Investigation included troubleshooting and education regarding operational use and infusion set management. Investigation of this case revealed no device alarms or confirmed device malfunction, and the event was attributed to unclear cause with a possible infusion site issue given pain and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.